Manufacturer narrative:
On 13 may 2016 the medical affairs director performed a clinical evaluation and commented as follows: tha revision at 4,5 years since primary implantation. A very low quality x-ray in only one projection is available. However, both components are evidently loose. The stem may have been undersized, although it is also possible that diffused radiolucency gives the impression of undersizing on such x-ray. No report of infection has been received. Conversely, the cup looks rather big and it may have migrated, as the medial wall looks compromised. The root cause for this failure cannot be determined with the information available. Batch review performed on 17 may 2016: (B)(4).

Event description:
The patient came in complaining of instability in his left hip. The surgeon found that the stem and cup were loose. The surgeon revised all the primary components including the stem, head, cup and liner. The surgery was completed successfully. X-rays are available. Explants are not available.

Manufacturer narrative:
On 13 july 2016 it was prepared a final report with the information already submitted in the initial report. On 21 july 2016 the report was sent to the initial reporter and the case was closed.